Manufacturer narrative:
(B)(4) 2015 09:30 am (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview7 xb buttons kept sticking. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A mechanical evaluation of the hemoro bisector blade slider was conducted and compared to reference c-vh-3200 . The switch was able to advance and retract the blade. No sticking/resistance which could be considered excessive was observed. Based on the returned condition of the device and the results of the investigation, the reported complain was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview7 xb buttons kept sticking. The hospital did not report any patient effects.